Manufacturer narrative:
The investigation conducted by an isu field service engineer found the system to successfully completed all verification tests and to function as designed. No system errors related to the cause of this event were found. Additional investigations conducted by clinical and software engineering were inconclusive as a root cause could not be determined based on the event descriptions reported by several eye witnesses and the review of the system's event logs. The logs did show that near the time of the event, the arm (holding the endowrist stabilizer instrument) was "unlocked", indicating that the instrument was ready for surgeon control. The particular log used to determine if the instrument was controlled and actively in use at the time of the event had not retained the information as each log records info in a circular buffer of limited lengths. This means a finite number of the most recent events are recorded in the log. The hosp has continued to use the da vinci s system to perform surgery on patients. As of 2008, no adverse events or similar instances of this event have been reported.

Event description:
It was reported that during a da vinci s beating heart double vessel coronary artery bypass graft procedure at the hospital, there was an unexplained movement on the system arm which had the endowrist stabilizer instrument attached to it. The unexpected movement caused the feet at the distal end of the endowrist stabilizer instrument to tip downward resulting in damage to the myocardium of the patient's left ventricle. The surgical team immediately converted to an open sternotomy to successfully repair the damaged ventricle with a single medtronic u-clip s50. The patient was reported as recovering well with no post-operative complications.